Manufacturer narrative:
Block b3: approximated to november 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not fire.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in an unknown procedure performed on an unknown date. During the procedure, the clip did not fire. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.